Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic sleeve - bariatric procedure, on the second clipping the green button was defective and could not be triggered. It was exchanged with other material to complete the case. There was no patient injury.